Event description:
Pt got first chair while in rehab, 6/03, she is a paraplegic. In the fall of 2004, she called invacare because chair was defective and seat had split on both sides and had pinched her buttock, removing a chunk of flesh. Invacare sent her a new chair and told her to discard the defective one. The "rehab shower commode chair" has a 3yr warranty. Now the new chair is breaking down in the seat just like the first one did. It has 2 cracks, 1 on each side of the seat that is approx 1 1/2 inches long and the arm pads are starting to peel away underneath and 1 arm has a 1/2 inch crack in it. She contacted invacare on 5/1/05 and spoke again to rep and was told by her that the chair was not defective but that it sounded like mis-use, and for them to contact a dealer to get another chair. Since the chair is under warranty, and was not purchased from a dealer, no one will assist them. Both of the arms had a "stop button" on them that keeps the arms from collapsing and the one on the right arm is broken. Complainant's husband stated that she used her motorized scooter to get to the bathroom door, but it won't fit through the door, she then slides off of the scooter, onto the rehab chair and he pushes her approx 10 feet to the toilet and then back to her scooter. Husband stated co had received antoher complaint of the same type on the same chair.